Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient underwent a heart transplant. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no adverse patient consequences or specific device-related issues were reported in association with the event. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. Heartmate ii lvas, serial number (B)(6), has not been returned for evaluation at this time. Although no specific device-related issues or adverse events were reported, the heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate ii lvas patient handbook are currently available. No specific device-related issues or adverse events were reported; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The patient underwent a transplant on (B)(6) 2020, and the reason for transplant was not provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.